Manufacturer narrative:
The event was not reported within 30 days due to esg webtrader account difficulties.

Event description:
Patient was receiving diode laser to the left eye. Settings on laser machine were set by the physician. During the procedure, physician was using a g-probe (11256-1, lot # 016108) that connects to the laser and noticed small conjunctival burns approximately 1mm in size medial and lateral. No central burns were noted. Physician stopped procedure and asked for replacement g-probe. The laser procedure continued and worked without incident. Patient's eye given maxtrol 00 and dressed with eye pads, eye shield and paper tape.